Event description:
Event description guidant received information that during a routine device change-out procedure fluctuating out-of-range shocking lead impedances were observed. The problem was confirmed when the lead was tested with a pacing system analyzer (psa). The lead connections were checked and found to be sound. A second psa was used and good lead measurements were obtained for one of the patch leads but not the other.